Event description:
Customer's family member called to report the metal piece on the edge of pump's driver block felt off. It was stated that the metal piece came out when the reservoir was installed into the pump. Also customer was wearing the pump at the time the call took place and family member could not contact pt to tell pt to disconnect the device. Device was not dropped, bumped or exposed to moisture.